Manufacturer narrative:
The treatment tip and data card have been requested to be returned for further investigation. A plant evaluation is underway.

Event description:
A user facility reported to the distributor, that a patient received a burn on their face during thermage treatment. The user facility applied topical anesthetics on the patient before the procedure. Solta medical branded cryogen and a sufficient amount of coupling fluid was used with the highest level of treatment at 4.0. The treatment tip was inspected before and during use, approximately every 50-80 pulses, with no discrepancies found. The user facility first treated the patient¿s forehead and then the right side of the face. At 390 pulses an event code of e138 occurred on the system however it¿s unknown if this contributed to the patient outcome. The user facility then replaced the tip to resolve the event code and then began to treat the left side of the their face. Blisters had formed on the right side of the patient's face and they were given a cold compress immediately. Following the procedure, scabs were seen on the right side of the patient's face where the blisters had occurred. Pictures of the patient were reviewed, and it was observed that the patient had developed erythema and inflammation on their right cheek immediately post procedure. A picture from the day after treatment showed scabs scattered in the same area. The patient had not undergone any treatments in the same symptom area on the treatment day or within 30 days prior to the procedure. The patient has refused to provide any further information on their current status and it is unknown if there will be any permanent damage or scarring.

Manufacturer narrative:
The data log and treatment tip from the patient event were returned and evaluated. The data log showed several errors occurred during the treatment. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency (rf) treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into an "action required" mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The errors were related to the tip. The treatment tip passed flow testing however it failed leak and thermistor testing and visual inspection. Service found damage to the tip membrane in one corner allowing for fluid ingress. Tears or holes of the membrane can cause the rf energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. Based on the available information, the damage to the tip membrane most likely caused this event. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual, burns, blisters, and scabbing are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.